Event description:
Rn states an inpatient was scheduled for routine peg replacement and when physician went to traction remove the dome it has separated from the shaft. Rn indicates peg in place 6 mos to one year. Reintubated pt and used a coin retrieval device to remove the dome without incident.